Event description:
On (B) (6) 2009, the patient's husband reported that there was insulin in the cartridge compartment below the base plate of the piston rod. He stated that the infusion device had not been exposed to water or moisture, and the patient disconnects from the device to shower. He stated that the adapter and infusion tubing is attached to the insulin cartridge prior to insertion into the infusion device. He removed the insulin cartridge from the infusion device and stated that it did not appear to be damaged or leaking. There was condensation beneath the plunger on the cartridge. He was advised to switch the patient to her backup infusion device and to allow the primary device to dry. On (B) (6) 2009, the patient's husband stated that the cartridge compartment of the primary infusion device was completely dry and the patient had reconnected to it. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.